Event description:
A customer obtained an erroneous prostate specific antigen (psa) result, in the normal reference range, for one patient. Subsequent testing at the reference lab produced a result above the normal reference range which better matched the clinical picture of the patient. The erroneous result was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Customer collects psa samples in plastic 5ml serum tubes with a gel separator. The specimen are centrifuged for 10 minutes. Per the customer supplied documentation, qc was within the customer's established ranges prior to and on the day of the event. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm) on the instrument. The fse adjusted mixer speed and ultrasonics. The fse performed a precision test on a patient sample and level iii qc; results were within specifications. A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.